Event description:
It was reported that two weeks after implant procedure, this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited a premature battery error message and recorded an end of life (eol) alert. The device was attempted to interrogated, nonetheless the data is limited due to the eol battery status. The technical services (ts) was not able to review the history of battery, therapy was not able to be delivered and it was recommended to explant the device. This s-ICD was explanted and replaced. No additional adverse patient effects were reported.

Event description:
It was reported that two weeks after implant procedure, this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited a premature battery error message and recorded an end of life (eol) alert. The device was attempted to interrogated, nonetheless the data is limited due to the eol battery status. The technical services (ts) was not able to review the history of battery, therapy was not able to be delivered and it was recommended to explant the device. This s-ICD was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
This device was thoroughly inspected and analyzed upon receipt at our quality assurance laboratory. The battery voltage was lower than expected. The titanium case was opened, and the battery was removed so that an external power supply could be connected to the device for further analysis. The individual cells of the battery were measured, and one cell was abnormally low. No root cause was found on the depleted cell and the cause of the depleted cell could not be established.